Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the guidewire was not returned with lead. Visual inspection found the tip seal of the lead was missing. The guidewire insertion test was performed by back loading, results were failed at distance 2 cm, measured from the lead distal end. Then, performed front loading, the guidewire went through the coil lumen and couldn't go any further at distance 86 cm, measured from the is-4 pin of the lead. So the back loading and at front loading of guidewire was failed at the same spot. Performed destructive analysis and found the tip seal stuck inside the distal conductor. According to the finding and the anomalies described in the event, it is likely that the tip seal was damaged during the implant causing the guidewire couldn't go any further. When the doctor trying to pull the guidewire back, the tip seal was pulled back and got stuck inside the distal conductor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when positioning the left ventricular (lv) lead, the guidewire was fixed inside the lead and did not go forward or backwards. The lv lead was removed and replaced. When the wire was outside the body, the physician could move the guidewire with a strong pull. No patient complications have been reported as a result of this event.